Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8293420, UDI# (B)(4), 510k #k031967 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted at l5 level. Post-operatively, the pedicle screw at the right side of l5 deviated to the spinal canal but not backed out. As a result, a revision surgery was performed, wherein the set screw was completely explanted. The product came in contact with the patient. Patient complications were unknown.